Event description:
It is reported that the patient is experiencing hip pain and is possibly experiencing an allergic reaction to implants.

Manufacturer narrative:
This report will be amended when our investigation is complete.